Event description:
It was reported that during a urethral dilation procedure, urethral damage occurred. Following percutaneous access through the renal pelvis, the physician advanced a .035 other manufacturer's guide wire, advanced another manufacturer's guide catheter, and exchanged to another wire. The 2cm peripheral cutting balloon was then used to dilate the urethra. A small leakage of urine occurred following the dilatation. An unspecified percutane urethral stent was then placed. There was no reported change in the pt's condition due to the leakage, and pt's status was reported as 'fine'.

Manufacturer narrative:
As the unit has not been returned the complaint investigation site (cis) could not perform a technical analysis. As the device was not returned it is not possible to determine if interactions with other devices or chemicals used may have caused or contributed to the complaint event. As the lot number is unk, as this complaint a ship history was performed. Three lot numbers were identified as the most probable lots for this complaint based on date the device was supplied to the hospital and the device size. The device history records have been reviewed and no issues or discrepancies were found which could relate to this complaint. The device history records review confirms that this device met all material, assembly and performance specifications. Per the directions for use, the peripheral cutting balloon "is indicated for percutaneous transluminal angioplasty (pta) of obstructive lesions in peripheral vessels with a reference diameter ranging from 2 mm - 4 mm." The urethra is not a peripheral vessel. From the info received the device was used off label therefore a root cause of user error has been assigned to this complaint.